Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a plantar plate procedure, the tip of the tenodesis driver broke inside the 3x8 tenodesis screw and could not be removed. The rep reported the case was able to be completed with the piece still in the screw.